Event description:
A patient was receiving chemotherapy at home via an elastomeric continuous infusion pump (homepump c-series, avanos; lot 20124607). The pump was initiated on [redacted] and scheduled to complete infusion on [redacted]-2 days later. The pump malfunctioned and did not infuse most of the chemotherapy as intended. Upon return to the infusion clinic (on [redacted]-2 days later), clinical assessment confirmed a device malfunction, not user error. The patient received a modified chemotherapy regimen, missing part of the originally planned dose. Pharmacy staff confirmed proper preparation and priming of the pump. Nursing adhered to education and reporting policies. Manufacturer (avanos) confirmed no known recalls or prior complaints for the lot, and the malfunction was reported to them. Device and all disposables were removed. Consequences: incomplete treatment, delayed or altered therapy, which may impact patient outcomes.